Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2002 - pt underwent repair of incisional hernia with composix kugel mesh. It was noted that there were defects towards the left and right. On (B)(6) 2003 - pt underwent repair of a ventral hernia with composix kugel mesh. It was noted that the defect was located slightly over toward the ruq. The previously placed composix kugel mesh was not mentioned in the operative report. On (B)(6) 2005 - pt underwent repair of a ventral hernia in the ruq with ventralex mesh. There was no mention in the operative report concerning any previously placed mesh. On (B)(6) 2006 - pt underwent excision of the ventralex mesh and repair of recurrent ventral hernia with composix kugel mesh. On (B)(6) 2006 - pt underwent excision of the composix kugel mesh implanted on (B)(6) 2006 and recurrent ventral hernia repair with a non-bard mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefor, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. The medical records provided do not indicate that a device failure has occurred. Additionally, the mesh remains implanted. The medical records refer to a composix mesh implant on (B)(6) 2003, however there was no indication that there were any issues related to this device. See MDR 1213643-2011-00710 for info related to the ventralex mesh implanted on (B)(6) 2005. See MDR 1213643-2011-00711 for info related to the composix kugel mesh implanted on (B)(6) 2006.